Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx27mm implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of four (4) years and two (2) months due to severe stenosis with gradient 40mmhg observed on post cardiac arrest angiogram. The patient presented with recurrent cardiac arrest, likely due to low flow state as non-obstructed coronaries. A 26mm transcatheter valve was implanted within the edwards surgical valve. The patient outcome was reported to be stable.

Manufacturer narrative:
Updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause for the reported stenosis is patient-related factors, including dialysis, a renovascular disease and type 2 diabetes mellitus.